Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. Subsequently, the customer experienced went to the emergency room (ER) due to an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. The customer was treated with intravenous insulin and fluid while in the ER. Reportedly, the customer reverted to an alternate method of insulin therapy.